Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the pulsed field ablation catheter array became knotted in the left a trium. The knot was discovered during catheter removal as it was retracted into the sheath. It was noted that the array was not straightening as expected under imaging. As the catheter approached the tip of the sheath, a "tug" was required to get the last electrode and catheter tip inside of the sheath. Upon removal of the catheter, visual inspection found a clearly knotted array near electrode one. The physician surmised that the knot occurred while ablating the left inferior pulmonary vein (lipv) was narrow as it was difficult to align the array in a coaxial manner with the ostium. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012315126 was returned and analyzed. Visual inspection was performed and the catheter was received without the guidewire threaded in. Anomalously, the array assembly appeared inverted, and knotted on the guidewire lumen close to tip. The array pebax tube is torn at the junction of the proximal arm and dual lumen, exposing the electrodes. The catheter shaft was observed to be broken at handle area. The guidewire lumen was detached from the array section. X-ray imaging confirmed that the nitinol array wire was intact and properly attached at the tip but partially dislodged from the dual lumen. X-ray imaging confirmed that the guidewire lumen was bent at the proximal handle near the broken shaft location. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported knotted array issue was confirmed during testing and the loop catheter failed the returned product inspection due to an inverted and knotted array, a broken shaft, detached and kinked guidewire lumen, torn array pebax tube, exposed electrode wires, and dislodged nitinol array wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.